Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had an no delivery. The customer current blood glucose level was 419 mg/dl. The customer was treated with injection for high blood glucose level. The insulin did not exit. The device will not be returned for analysis.